Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6). The cause of the malfunction was determined that the patient¿s programmer antenna was faulty. No programming was needed in regards to this issue. The patient was doing well and regained stimulation therapy.

Event description:
It was reported the patient lost stimulation sensation and therapeutic effect two days prior to call. The programmer showed that the stimulator was on. Increasing from 0.9 v to 2.4 v did not resolve the issue. The patient had pain in both legs and hips. Eighteen days later, stimulation had turned off twice. The programmer showed that the stimulator was off. Turning stimulation on resolved the issue, but not immediately. Impedances were normal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).